Event description:
It was reported that during the initial implant procedure, the right ventricle (rv) lead was unable to be successfully implanted due to unspecified reasons. The rv lead was explanted and replaced. The patient was in stable condition. Details are listed in the article titled "procedural outcome and follow-up of stylet-driven leads compared with lumenless leads for left bundle branch area pacing ".

Manufacturer narrative:
The event was estimated to have occurred between february 2020 and march 2023. Further information was requested but not received.